Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the surgeon was unable to infuse oil during a vitrectomy procedure. The surgeon manually injected the oil to conclude the surgery following a 15 minute delay. No patient harm or injury reported.